Manufacturer narrative:
As reported, post-implant of the ventralight st mesh, the patient was diagnosed with a seroma, which resolved with no treatment required. The clinician has assessed the patient¿s postoperative course as being "possibly" related to the study device and definitely related to the index procedure, however, based on the information provided, no conclusion can be made. Seroma is a known inherent risk of hernia repair surgery. The adverse reactions section of the instructions-for-use, supplied with the device lists seroma as a possible complication. Device not returned - remains implanted.

Event description:
Reported per clinical trial dvl-he-020: (B)(6) 2013 subject patient underwent a primary laparoscopic midline umbilical hernia (2x3 cm) repair procedure. A bard/davol ventralight st mesh was fixated using bard/davol sorbafix fixation device and sutures. Fascia closure was done; full skin closure was achieved using adhesive skin closure. The patient was discharged from the hospital on (B)(6) 2013. (B)(6) 2013 subject patient was diagnosed with seroma. No treatment was given. The seroma was noted to have resolved on (B)(6) 2013. Seroma was not noted on the following visit and the wound is noted to be healing appropriately. Per the study clinician, the reported adverse event has been assessed as mild in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved.